Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply (-vh-3010) , they were harvesting vein and preparing to use the hpii to seal and divide branches. The extension cable was attached to the power supply and the hpii and toggle pulled back. There was no beeping from the power supply and no energy applied at the hpii jaws. Another power supply was used to complete the case. There was a delay in obtaining the replacement power supply from another room. No patient injury.

Manufacturer narrative:
Tw# (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply (-vh-3010) , they were harvesting vein and preparing to use the hpii to seal and divide branches. The extension cable was attached to the power supply and the hpii and toggle pulled back. There was no beeping from the power supply and no energy applied at the hpii jaws. Another power supply was used to complete the case. No pt injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.